Manufacturer narrative:
The customer does not have a maintenance contract with facility. A preliminary investigation showed: the leaking noise was coming from the vaccum tube. The arm was free to rotate, due to a stop segment that loosened over time. Technical svc info and a repair offer was provided to the customer, but he refused the svc offer. Maquet inc. Submits this report on behalf of the device mfg facility. Facility provides product failure investigation, analysis and resolution for the device described in this report.